Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, a user reported a low blood glucose (bg) event that occurred on (B)(6) 2025, during which emergency medical services (ems) administered intravenous (IV) glucagon. The user reported not recalling the incident and was informed by paramedics that bg reached 48 mg/dl. The event did not result in hospitalization. It was later determined that the user had been incorrectly announcing meals as "more than usual" without consuming sufficient carbohydrates. The user has since worked with a clinical diabetes specialist (cds) to address this behavior.